Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. .= h.4. Device manufacture date: unknown.

Event description:
It was reported when using an unknown bd eclipse¿ with safety needle shield clicks over the needle after use. The following information was provided by the initial reporter. The customer stated: as the anesthetic was about to be administered I was asked about my job. Explained my role within manufacture of eclipse needles - and described the needle as "the one with the pink safety shield that clicks over the needle afterwards". The doctor responded by stating that some of his colleagues find that the safety shield gets in the way and they snap the shield off before use.